Event description:
On (B)(6) 2016 information was received that the physician was experiencing difficulty communicating with patients'' devices. The physician's tablet was restarted, the serial cable was unplugged and reinserted after 15 seconds. Each component was tested with a known good component. Through troubleshooting it was identified that the serial cable was causing the error. When the cable was replaced, the issue resolved. The cable was then disposed of. No patients' therapy was affected. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.

Manufacturer narrative:
Device manufacture date (mo/day/yr), corrected data: initial MDR inadvertently omitted information known prior to submission of the MDR. Suspect UDI: (B)(4). Additional manufacturer narrative and/or corrected data, corrected data: initial MDR inadvertently omitted information known prior to submission of the MDR.